Manufacturer narrative:
H3: this distal catheter was received with the guidewire in place. Analysis identified an anomaly to the guide wire. It was identified that the guidewire was bent. The guidewire was removed and analysis noted that the guidewire showed a bend; however, the catheter was without the bend. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a distributer (dist). It was reported that when the complaint was initially reported, the filing time was shown as (B)(6) 2024 in the central united states, the actual time in china was 2024-aug-27, due to the time difference. The issue occurred on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the catheter was bent during the operation.  The catheter was never implanted.  The catheter was to be returned to the manufacturer.  Factors that may have contributed to or contributed to the problem were not able to be provided.  The catheter was replaced with new and implanted instead to complete the surgery.  The issue was resolved.   No patient sign/symptom was reported.  The patient was without injury regarding their status as the time of the report.  The patient's medical history, gender, age, and weight at the time of the event was unknown.